Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-62-user had poor technique. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure the customer's condition since the initial call and that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-3 error code the e-3 error occurred after the test strip was inserted. Customer stated the truemetrix meter gives a reading then within seconds the meter screen flashed and displays e-3. Customer stated she did not remove the test strip and re-insert it. At the time of the call the customer stated she had blurry vision. Medical attention was not needed at the time of the call. Customer is using proper testing technique. During the call on (B)(6) 2019, a blood test was performed by the customer and produced test result of 147 mg/dl and then the truemetrix meter screen flashed and displayed e-3. The product storage was not disclosed. The test strip lot manufacturer's expiration date is 05/21/2020 and open vial date was not disclosed.